Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in before for a related repair. The reported problem was confirmed as the pump sensed air in line when there was none. The real time clock (rtc) battery age was high and needed to be replaced. The rtc battery and air in line sensor will be replaced.

Event description:
It was reported that the air in line sensors failed, in real time clock (rtc) battery due. The event occurred during pre-use set up. There was no patient involvement.